Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory (lab) inr result and physician point of care (md poc). Results are as follows: date: (B)(6) 2014, inratio inr: 2.0, lab inr: 1.5, md poc: 1.8. All test performed within a total of 5 mins. Therapeutic range: 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.